Event description:
On (B)(6) 2022, genmark was advised of an unexpected negative result for sars-cov-2 on the eplex rp2 panel tested on (B)(6), 2022. The unexpected negative result was generated during the customer's validation testing of the eplex rp2 panel. On (B)(6) 2022, the sample was retested on the eplex rp2 assay which resulted in the detection of sars-cov-2. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for both eplex rp2 assays suggesting the consumables performed as expected; . The same sample was also tested on a comparator method, a cdc influenza sars-cov-2 multiplex assay which resulted in the detection of sars-cov-2. Genmark was advised that the eplex rp2 results were not communicated to the physician.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2 lot 53908380 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #(B)(4).